Event description:
It was reported that the right ventricular lead had no capture at maximum output and was undersensing. Additional testing was scheduled but currently the lead remains in use. It was also reported that the patient was "feeling pounding in their chest". No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had no capture at maximum output and was undersensing. It was also reported that the patient was "feeling pounding in their chest". The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).